Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for neuro soft tissue ablation procedure. It was reported that post-operatively, the fiber luer-lock connector did not lock well. It was replaced with a new fiber and the issue resolved. The procedure was completed and there was no reported impact to patient outcome and no reported surgical delay.